Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a general complaint with no specifics that the 3 way stop cock connections on infusion sets are randomly loose from the tubing allowing for leakage of IV fluid and blood. There was no report of patient harm.